Manufacturer narrative:
Evaluation of the returned product showed error "air in line" message. Faulty air detector sensor. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was showing air in line alarm. No patient injury was reported.